Manufacturer narrative:
(B)(4). G2. Report source: new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2024-00014.

Event description:
It was reported that a small femoral fracture was noted and secured with cerclage wire when implanting the cls stem. Then, on post-op x-rays the fracture was found to be much worse and required further surgery. Cls stem was removed, and fracture stabilized with wires on revision surgery. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to this device. The initial report was forwarded in error and should be voided.